Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Unique device identifier - (B)(4). A ge healthcare service representative performed a checkout of the system. Field modification fmi (B)(4) was installed to resolve the reported issue. Ge healthcare is initiating and will be reporting a field modification for this issue per 21 cfr 806. The ge healthcare internal field modification number is fmi (B)(4).

Event description:
The hospital reported that normally the value of inspiratory co2 is 0 but it displayed 2. There was no report of patient injury.